Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The contact reported that the cartridge and infusion set had been changed and insulin delivery was able to be resumed. The customer's blood glucose level was 500 (mg/dl) with trace ketones, and was addressed with a correction bolus. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.